Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6) 2013. The device is not available for analysis. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the abutment was removed in the operating room on (B)(6), 2012, and exchanged for a longer model.it was also reported that the patient experienced a loss of osseointegration on (B)(6), 2012, resulting in fixture loss.